Manufacturer narrative:
Reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a few of the bands were deployed; however, the rest of the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: received one speedband device with the velcro strap, irrigation catheter and the ligator head for analysis. No issue was noted with the velcro strap and irrigation catheter. The crimp was present on the trip wire and was retracted into the handle post. A visual examination of the ligator head found that all bands were present on the ligator head with the first and second bands moved out of position. The ligator head tooth was noticed to be bent. The suture was broken with one section attached to the trip wire loop and the other section attached to the ligator head. The trip wire was partially rolled in the handle; there was evidence that the trip wire was secured in the handle post. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device and the information provided, the noted failure likely occurred due to manipulation/handling of the device which impacted band deployment activity. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a few of the bands were deployed; however, the rest of the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.